Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) had high pacing impedance. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5148791.